Event description:
It was reported by the patient's legal counsel that the patient had an initial left hip arthroplasty on (B)(6) 2010 with competitor products. Patient medical records provided by legal counsel indicate the patient underwent left hip revision on (B)(6) 2012 where competitor product was replaced with a biomet hip due to aseptic loosening. A subsequent revision procedure was performed on (B)(6) 2013 due to acetabular cup loosening. The acetabular components and modular head were replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."